Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 trigger got stuck in the on position. In order to finish the case, the harvester had to force the device back to the off position because it failed to recoil on its own. The same unit was used to complete the procedure. The hospital did not report any pt effects. It is unk if the product is returning.